Manufacturer narrative:
Correction: in the initial report, the manufacturer date provided was inadvertently reported as dec 17, 2019, however the correct date is oct 25, 2019. Section h6 component code - updating from 4707 to 427. Section h6 investigation findings - updating from 120 to 4203. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that capture delta error 05-31 with patient involvement. No patient injury and/or complications were reported. No additional information was provided.

Manufacturer narrative:
Device evaluation: a field service engineer (fse) visited site and replaced vacuum control module and performed annual preventative maintenance. System meets specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.